Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable set was replaced. The system was tested and found to be working as intended adn put back into service.

Event description:
The customer reported that inside a procedure the system would not capture fluoroscopic images or display them on the monitor cart side and was not functioning as intended. No pt injury was reported.